Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Large block artifact was showing up on 2d and 3d images after the detector is on for more than an hour. Fluoro and rad gain calibration as well as editing the rows did not fix the problem. Replaced detector and paxscan. Performed a system check. O-arm operational. The detector panel was received by the manufacturer for evaluation. Analysis confirmed the reported problem "after an hour of being on the detector shows a whole quadrant of the panel black." Detector panel was installed in the o-arm system 267, image showed that detector panel has a defective quadrant. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the images acquired by the imaging system contained a cylindrical artifact. Three separate 3d spins were attempted, one at medium thickness and two at extra large thickness, without resolution. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully using a second imaging system after a reported delay of 20 minutes. The patient was not impacted.